Manufacturer narrative:
This report is submitted on july 11, 2022.

Event description:
Per the clinic, the patient experienced tinnitus and performance decrement. The patient was placed under general anesthesia on (B)(6) 2022, and the device was explanted. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on august 4, 2022.